Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr ran est (extended self test) and calibrate the o2 (oxygen) cell. The unit went inoperable after completing final performance check. Fsr determined that the ventilator needs main board replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with the reported event.